Event description:
It was reported on (B)(6) 2012 that the patient had a uti 1.5 weeks ago and had an appointment scheduled to meet with the physician. It was reported that the patient experienced a loss of therapeutic effect and that the system ''isn't working.'' It was reported that one of the lead electrodes was broken. Additional information received reported that the cause of the event was unknown. Reprogramming was done to resolve the issue and the patient outcome was reported as the patient was receiving ''proper sensory.''

Manufacturer narrative:
Product ID 3889-28, lot # v304388, implanted: (B)(6) 2010, product type lead; product ID 3889-28, lot # v358329, implanted: (B)(6) 2010, product type lead; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3023, serial # (B)(4), implanted: (B)(4) 2010, product type implantable neurostimulator.